Event description:
This report summarizes 9 malfunction events in which the device was reportedly difficult to open or close. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status 2 devices were received. 7 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by a swollen o-ring.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 6 events were previously reported during the reporting quarter; however: - 2 previously reported events were included under MFR report # 0001811755-2020-00217 but should be included under this report. - 1 previously reported event was included under MFR report # 0001811755-2020-00215 but should be included under this report. 9 previously reported events are included in this follow-up record. Product return status 2 devices were received. 5 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by a swollen o-ring.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was reportedly difficult to open or close. 9 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was reportedly difficult to open or close. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-00215. - 6 previously reported events are included in this follow-up record. Product return status 1 device was not available for evaluation. 5 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device was reportedly difficult to open or close. 7 events had patient involvement; no patient impact.